Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with total vaginal hysterectomy, paravaginal repair, mccall suspension, anterior & posterior repair (with pernieoraphy) due to pelvic organ prolapse. The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and emotional suffering/depression. It was reported that the patient underwent mesh revision/removal (and vaginal scar revision) on (B)(6) 2005 due to persistent granulation tissue. It was reported that the patient had fusion finger joint 5th surgery in 2011. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a posterior repair with dermograft and cystoscopy on (B)(6) 2009. It was also reported that the patient underwent mesh excision on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4).